Manufacturer narrative:
(B)(4). No lot or batch number was provided therefore a device history could not be done. Additional information was requested and the following was obtained: can you please clarify the event description that was provided? The case was a laparoscopic appendectomy. When the jaw locked, was the device locked on tissue? Yes. When the emergency release button failed, did the surgeon attempt to utilize the manual release lever to remove the device? Yes. Was the staple line complete? Yes, and the jaw would not release. If yes, were the staples formed properly? Yes, because he did not have to use another load. The issue was the release of the product. Did the device cut? Yes. If yes, was the cut line complete? Yes. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc.? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No.

Event description:
It was reported that during an unknown procedure, the jaw locked and the emergency release button failed. The surgeon ended using scissors. There were no patient consequences. Case completed with another device of the same product code.